Manufacturer narrative:
Patient's (B)(6) 2019 driveline repair event is covered under MFR # 2916596-2019-01013. Patient's (B)(6) 2020 controller exchange for driveline fault alarms event is covered under MFR # 2916596-2020-06479. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic with three driveline faults alarms. They had a history of controller exchange for driveline faults alarms in (B)(6) 2020 and a history of driveline splice in (B)(6) 2019. Log files were sent for review and technical services noted that the patient had a previous driveline repair on (B)(6) 2019, approximately 2.5 inches from the exit site. There was not enough room for a second repair attempt. The log file displayed six intermittent/transient driveline fault alarms during the ~18 day length of the file. The driveline faults appeared to be caused by a potentially damaged wire in phase b. It was recommended to swap out the patient¿s controller when it was safe to do so and to send new log files. The log file also displayed one transient elevation in power and flow associated with a pulsatility index (pi) event on (B)(6) 2022 at 4:02am, as well as one transient backup battery fault alarm on (B)(6) 2022 at ~7:37am, which appeared to have resolved. There were no other unusual events seen within the log file. The healthcare providers exchanged the patient's controller and requested an unshielded patient cable. Additional log files were sent for review from the new controller. There were no unusual events seen within the log file. There still appeared to be a potential degrading conductor/wire in phase b. The patient had not had any additional alarms and would be monitored in monthly clinic visits.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The first submitted log file captured 5 driveline faults in phase 2 on 18feb2022, 22feb2022, and 23feb2022. The alarms did not affect the controller¿s ability to operate the pump at the set speed. A power elevation to 9.9 watts was captured on 23feb2022. Routine power cable disconnects were also captured. No other atypical events were captured. The account reported that the patient presented with dl fault alarms. An unshielded patient cable was ordered for the patient, and there have been no additional alarms. The account will continue with monthly clinic visits with interrogation and log files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 24aug2016 the heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The first submitted log file captured 5 driveline faults in phase 3 on (B)(6) 2022. The alarms did not affect the controller¿s ability to operate the pump at the set speed. A power elevation to 9.9 watts was captured on (B)(6) 2022. Routine power cable disconnects were also captured. No other atypical events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 24aug2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.